Manufacturer narrative:
The device was returned to the cis for analysis. Visual, tactile and microscopic analysis were performed on the device. Multiple hypotube kinks and a shaft break at 27cm distal to the distal end of the strain relief, were identified. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 95% stenosed, tight and angulated target lesion was located in the highly tortuous mid left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion and the procedure was postponed. No patient complications were reported. However, returned device analysis revealed a shaft break at 27cm distal to the distal end of the strain relief.